Event description:
(B)(4).

Manufacturer narrative:
On july 10, 2015, it was reported a final report with the info collected during the investigation, already reported in the initial report. On july 13, 2015, the report was sent to the initial reporter and the case was closed.

Event description:
(B)(4).

Manufacturer narrative:
Batch review performed on (B)(4) 2015. Lot 101131: (B)(4) manufactured and released on (B)(4)2010. No anomalies found related to the problem. To date, (B)(4) items of the lot have been already sold without any similar issue reported. On (B)(4) 2015 the medical affairs director made the following analysis: according to report, the mobilization was perceived after a day bicycling. This happened after five years from first operation. It's a very strange situation: presumably, if the patient spent the whole day cycling, the hip was performing well up to that point, and yet from the xray the mobilization is complete and very marked. This is compatible with a trauma, otherwise it is difficult to image the situation that led to such dramatic loosening. The available information is not sufficient to draw conclusions. Normally, in a double mobility cup most of the joint movement takes place between small head and polyethylene liner, therefore it is unlikely that the continuous movement takes place between small head and polyethylene liner, therefore it is unlikely that the continuous movement has increased temperature and created locking of the polyethylene head in the cup. Due to the very high number of similar cups implanted and the absence of similar reports, we do not think at this stage that any action is required. On (B)(4) 2015 the r and d director wrote: from the attached pictures I can only attest that the cup has been removed. The quality of the picture is not good enough to make other considerations. On (B)(4) 2015 it was confirmed that no items will be back.